Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the aviva system gave blood glucose result of 49 mg/dl at a time when the customer had no symptoms. Customer felt fine. She advised that she didn't eat or drink anything since they had nothing sweet in their home. She drank water instead. She was nervous since the reading was low so she had her husband call the emts. Customer advised that the emts arrived 30 minutes later and that their meter read 752 mg/dl. She stated the emts gave her 62 units of levemir, transported her to hospital. Treatment at hospital and length of stay not reported.